Manufacturer narrative:
The device was manufactured from october 14, 2019 - october 15, 2019. The actual device was received for evaluation. A visual inspection was performed and found the unit did not contain fluid in the bladder. Functional testing was performed by filling the device with green colored water. During fill, no evidence of leak was observed from the bladder or other parts of the unit. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked from the bladder. There was no patient involvement. No additional information is available.